Event description:
A report was received that the patient was experiencing discomfort, inadequate stimulation and stimulation in non target areas. An injection was administered to the patient. The patient was reprogrammed and doing well.